Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer received the results of 463 mg/dl, 136 mg/dl, 147 mg/dl and 345 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer was crying and sweaty before the first result, so she treated him with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.